Event description:
The customer reported that the insulin pump has cracks and it rattles when it vibrates. The blood glucose reading was 87mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap. The vibrator did rattle due to the vibrator adhesive not adhering.